Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. During investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side of the pump. The returned battery cap was observed to be undamaged and able to properly secure to the pump. Moisture corrosion was found in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The test cap was tightened and then unscrewed ½ turn leading the pump to reboot; power complaint was duplicated. During testing, the battery cap was fastened and the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. The original complaint of a power issue was found to be caused by moisture corrosion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.